Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. According to the reporter, the specific dexcom malfunction could not be determined but it was documented that the dexcom g6 transmitter, appeared to be the cause of the signal interruptions. The patient experienced severe hyperglycemia according to the psad report, he was hyperglycemic early saturday night, but he is a deep sleeper and is unable to determine if there were any alarms emitting from the continuous glucose monitor (cgm). On (B)(6) 2026, the patient was admitted to rambouillet hospital. The patient was diagnosed with diabetic ketoacidosis at the emergency room. There was no information documented about the medical intervention nor the treatment provided. At the time of report, the patient¿s condition was unspecified. No other details were documented. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.